Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian femoral filter delivery system without the dilator was returned for evaluation. The touhy-borst was returned tight in place. The distal end of the pusher wire was returned bent. The introducer sheath was visually and microscopically inspected and no anomalies were identified. The storage tube, y-body and pusher wire were visually inspected and no anomalies were identified. The returned deployed filter contained all 6 feet/legs and 6 arms and two of the arms were returned deformed. It is unknown how this deformity occurred as it was not reported by the user. Functional/performance evaluation: heat was applied and the filter could not take the full appropriate shape due to the two deformed arms. The filter met all the required dimensional specifications. Medical records review/ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the complaint investigation is inconclusive for the reported advancement issues. The definitive root cause for this event is unknown. Labeling review: the current meridian filter IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Additional precautions and specific directions for use of the meridian filter are included in the IFU. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter implantation, the filter became stuck in the sheath and could not be deployed. The filter and delivery system were exchanged for a new vena cava filter that deployed successfully. There is no reported patient injury.